Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause of bg level was not known. The customer alleged that the pump did not deliver boluses as requested. Tandem technical support reviewed the pump logs and performed a full pump system check and determined that the pump functioned as intended. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Date of discharge was not available.